Event description:
It was reported that during the implant attempt, the patient developed pleural effusion (hemothorax) due to the lead possibly being advanced into the "false lumen" of the superior vena cava (svc). The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.